Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The brightness screen test failed. When powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed, and the display became operational. A short transformer on the inverter board and a short cable display was encountered. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board. The touch screen test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on t1 on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A user facility¿s biomedical technician (bmt) called fresenius technical support to report that a liberty cycler would not turn on during power up. The power cord was properly connected in both ends. There were no recent power outages in the area. There were no outlet issues. At that point in time, the technical support representative advised the bmt to notify the peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued. No patient was involved. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
Corrected information: g3.

Event description:
A user facility¿s biomedical technician (bmt) called fresenius technical support to report that a liberty cycler would not turn on during power up. The power cord was properly connected in both ends. There were no recent power outages in the area. There were no outlet issues. At that point in time, the technical support representative advised the bmt to notify the peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued. No patient was involved. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.